Manufacturer narrative:
All available information was investigated, the returned device analysis could not replicate the reported mechanical issue as the testing confirmed mechanical jam due to an observed knotted lock line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability removing the lock line was due to the observed knotted lock line; however, a definitive cause for the knotted lock line could not be determined. The reported mechanical issue was a result of procedural circumstances/operational context as excessive force was applied to remove the lock line resulting in unlocking of the clip. The tissue damage appears to be due to procedural circumstances. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no product issue with respect to manufacture, design or labeling. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip (90614u284) was advanced and grasping was successfully performed; however, when removing the lock line, it became stuck. Once the resistance was felt, the lock line was pulled with more force, causing the clip to open. The decision was made to invert the clip and remove from the anatomy. Once the clip was removed, it was noticed that a chordal rupture of the posterior leaflet occurred. A second clip was opened, but during preparation, the clip hit the IV holder and broke sterility. Since the clip was no longer sterile, it was not used and was replaced. An additional clip (90429u282) was advanced, but while grasping, the posterior gripper did not lower. Troubleshooting was performed. The clip was locked, and upon locking the clip, the posterior gripper lowered. The clip was successfully implanted. An additional clip was successfully implanted reducing mr to a grade of 2. There was no significant delay in the procedure. No additional information was provided.